Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an analysis of this device data was need as the device battery dropped from 50% in may 2020 and had triggered elective replacement indicator (eri) in november 2020. A review of the device data by engineering note that there was an abnormal increase in battery usage and the device should be explanted and replaced. Subsequently, the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) is being used to capture the additional intervention required.

Event description:
It was reported that an analysis of this device data was need as the device battery dropped from 50% in may 2020 and had triggered elective replacement indicator (eri) in (B)(6) 2020. A review of the device data by engineering note that there was an abnormal increase in battery usage and the device should be explanted and replaced. Subsequently, the device was explanted and will be returned. No additional adverse patient effects were reported.